Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) inappropriately went into backup mode due to the patient undergoing a magnetic resonance imaging (MRI) procedure without changing the ICD to MRI mode prior. Programming changes were made to restore the device. The patient was stable.